Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, customer did not address their bg, no additional information was obtained. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.